Event description:
The physician was using a spider fx embolic protection device with a 7f sheath and a cook 0.035" guide wire in treatment of the superficial femoral artery. The lesion was described as fibrous with moderate tortuosity and little calcification. No predilation carried out .upon retrieval of the spider the basket separated from the wire in the left cfa. Basket snared and procedure finished as usual. No clinical sequelae reported

Manufacturer narrative:
Evaluation summary: the spider filter basket of a spiderfx embolic protection device was received for evaluation nested within a sealed tyvek pouch, a sealed plastic pouch, a red biohazard pouch, and attached to a snare. A snare and an unknown make and model guidewire were received. No cine images from the procedure were received for evaluation. Only the distal assembly of the spiderfx device was returned. The spider filter basket was removed from the snare and examined. The tapered spiderfx capture wire was fractured proximal of the spider flex connector but distal of the spiderfx filter proximal marker. The pigtailed curl of the tapered capture wire is consistent with the capture wire prolapsing within the spiderfx filter basket. All of the spiderfx distal assembly is accounted for: floppy distal tip coil, spiderfx filter basket, proximal mouth indicator, proximal mouth indicator crimps, and flex connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.